Event description:
A medtronic rep reported during an ER case, using the wireless fluoro tracker, they could not acquire a lateral image. There was no impact to outcome of the pt.

Manufacturer narrative:
Pt info not available at time of this report. The device has not been returned to the MFR.